Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} pre-implant balloon aortic valvuloplasty balloon (serial number: unknown) (manufacturer: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to bicuspid aortic valve. Following the start of the procedure, the patient went into cardiac arrest with both asystole and ventricular fibrillation rhythms noted. Cardiopulmonary resuscitation was initiated along with defibrillation, cardiac monitoring, administration of life-sustaining medications, temporary pacing, intubation, and the placement of a catheter-based miniaturized ventricular assist device. Subsequently, the procedure was aborted and a different valve was implanted nine hours after the first attempted implant. Per the physician, the procedure and not the device contributed to the cardiac arrest. The cause of the cardiac arrest was multiple long pacer runs related to the pre-implant balloon aortic valvuloplasty. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to bicuspid aortic valve. Following the start of the procedure, the patient went into cardiac arrest with both asystole and ventricular fibrillation rhythms noted. Cardiopulmonary resuscitation (CPR) was initiated along with defibrillation, cardiac monitoring, administration of life-sustaining medications, temporary pacing, intubation, and the placement of a catheter-based miniaturized ventricular assist device. Subsequently, the procedure was aborted and a different valve was implanted nine hours after the first attempted implant. Per the physician, the procedure and not the device contributed to the cardiac arrest. The cause of the cardiac arrest was multiple long pacer runs related to the pre-implant balloon aortic valvuloplasty. No additional adverse patient effects were reported. Additional information was received which confirmed that the initial valve deployment to 80% was attempted with rapid pacing, and this was the third rapid pacing run performed on the patient over several minutes due to the two pre-implant bavs. When the pacing was discontinued, it was noted via fluoroscopy that the patient had little cardiac output. Subsequently, the valve was recaptured and withdrawn, and CPR was initiated and ultimately the patient was placed on the ventricular assist device. No additional adverse patient effects were reported.